Manufacturer narrative:
(B)(4). The affected device was visually inspected. The burette chamber and tube were observed to be collapsed. The cause was determined to be incorrect packing technique of the set into the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette chamber of an administration set was flattened and burned. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.